Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported corneal epithelial defect post vitrectomy surgery in the right eye. The patient was treated with tears eye drops. The condition of the patient was improving.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. Based on our current tracking, there are no adverse trends for this reported complaint. No sample has been returned for evaluation. Therefore, the condition of the product could not be verified. Visual inspection or functional testing could not be conducted in order to ascertain the failure mode for the consumable device. A consumable is a single-use medical device provided to the customer in a sterile manner. An evaluation is conducted to ensure each fluid management system (fms) meets customer, process, and regulatory requirements. Once the consumable is assembled and sealed, they are all sterilized as a complete unit. The sterilization validation has taken into account the worst case to ensure all consumables meet all sterilization cycle parameters for acceptability prior to release. The root cause of the customer's complaint could not be established. As a sample has not been received/ and the condition of the product could not be verified. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship if any, of the device to the reported incident cannot be determined. The root cause for this complaint is not known. Therefore, specific action with regards to this complaint cannot be taken. Quality assurance has reviewed this complaint. And will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).